Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2021 she experienced burnout syndrome ("burn-out"), fatigue ("chronic fatigue"), headache ("headaches"), myalgia ("muscle pain"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal stiffness ("muscle stiffness"), vitamin d deficiency ("vitamin d deficiency"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("bloating"), flatulence ("flatulence"), memory impairment ("memory problems"), disturbance in attention ("concentration problems"), aphasia ("aphasia"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), joint swelling ("swollen ankles"), acne ("pimples on the neckline"), eye pruritus ("itchy eyes") and vision blurred ("difficulty focusing") and was found to have weight increased ("weight gain"). On (B)(6) 2023 she experienced allergy to metals (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (essure removal via total hysterectomy with bilateral salpingectomy on (B)(6) 2023). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to burnout syndrome, fatigue, weight increased, headache, myalgia, neck pain, back pain, musculoskeletal stiffness, vitamin d deficiency, heavy menstrual bleeding, abdominal distension, flatulence, memory impairment, disturbance in attention, aphasia, hyperhidrosis, hot flush, joint swelling, acne, eye pruritus, vision blurred or allergy to metals. The reporter commented: discomfort that occurs gradually following the insertion of the implants and especially from 2021. Medical wandering before obtaining a prescription for the allergist made by her attending physician and who was not really informed of the problems related to the essure devices as well as the discontinuation of marketing in 2018, and her gynaecologist who did not really believe it. The described symptoms were put on the account of pre-menopause, of my age, and of the complicated covid period. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2023: nickel allergy confirm based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2021 she experienced burnout syndrome ("burn-out"), fatigue ("chronic fatigue"), headache ("headaches"), myalgia ("muscle pain"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal stiffness ("muscle stiffness"), vitamin d deficiency ("vitamin d deficiency"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("bloating"), flatulence ("flatulence"), memory impairment ("memory problems"), disturbance in attention ("concentration problems"), aphasia ("aphasia"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), joint swelling ("swollen ankles"), acne ("pimples on the neckline"), eye pruritus ("itchy eyes") and vision blurred ("difficulty focusing") and was found to have weight increased ("weight gain"). On (B)(6) 2023 she experienced allergy to metals (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (essure removal via total hysterectomy with bilateral salpingectomy on 4-may-2023). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to burnout syndrome, fatigue, weight increased, headache, myalgia, neck pain, back pain, musculoskeletal stiffness, vitamin d deficiency, heavy menstrual bleeding, abdominal distension, flatulence, memory impairment, disturbance in attention, aphasia, hyperhidrosis, hot flush, joint swelling, acne, eye pruritus, vision blurred or allergy to metals. The reporter commented: discomfort that occurs gradually following the insertion of the implants and especially from 2021. Medical wandering before obtaining a prescription for the allergist made by her attending physician and who was not really informed of the problems related to the essure devices as well as the discontinuation of marketing in 2018, and her gynaecologist who did not really believe it. The described symptoms were put on the account of pre-menopause, of my age, and of the complicated covid period. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2023: nickel allergy confirm quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.